Manufacturer narrative:
The field service representative (fsr) was dispatched due to the customer reporting a single false positive b-hcg result on the alinity I, serial # (B)(6) during that troubleshooting service observed multiple sample aspirations errors that included z movement errors. Instrument logs were reviewed by service who noted that the previous sample was had a high b-hcg result and suspected carryover. Service replaced the alinity pipettor probes (list number 03r96-01) for the sample pipettor and calibrated the part. The alinity pipettor probes (list number 03r96-01) was deemed the likely cause for the false positive b-hcg results. The module function was verified with a control/precision run and the issue was considered resolved with the replacement and calibration of the alinity pipettor probes. An instrument service history review no additional false positive b-hcg results were reported pre or post the current event. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I processing module and the alinity pipettor probes did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6), or alinity pipettor probes (list number 03r96-01) was identified.

Manufacturer narrative:
Postal code: the postal code should be (B)(6) but a preceding 0 was included to equal a total of 5 digits of (B)(6) due to system requirements. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity I total b-hcg result for one sample. Immediately prior to sample two other samples were ran with b-hcg results >10,000 iu/l. Carryover was suspected. The result was not reported out. The customer repeated in duplicate on another instrument. The following data was provided (reference range results >/= 25.00 iu/l are positive): sid(B)(6). Initial result = 27, repeat results = <2 and <2 no impact to patient management was reported.